Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, field rep identified post op that the incorrect rod diameter (4.75mm) was implanted in the patient. Physician was contacted and opted to bring patient back the following day to replace rods with the correct diameter (5.5mm). Procedure or technique performed was thoracic 11 to lumbar 1 laminectomy and fusion. Field rep provided incorrect diameter rod to surgeon for implantation. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part#: 1476006090; lot#: 0430215w visual and optical inspection revealed some normal wear on the rods from the implant procedure. The rods were replaced with the correct size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.